Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported intermittently that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, multiple supply changes were performed to address the issues and insulin delivery was resumed.